Manufacturer narrative:
The customer called to have the device be inspected by covidien. The customer called back the same day and confirmed that the hospital had a power outage at the hospital and it was not a ventilator related incident. The customer did not want the device inspected. (B)(4).

Event description:
Covidien received info that the 840 ventilator shutdown while in ue on a pt. There was no pt harmed or injured as a result of the event.